Event description:
Procedure: low anterior resection. According to the reporter: after firing the instrument, the anvil disengaged and fell into the pt's cavity. The piece was retrieved through an incision in the sigma. A manual suture was then used and a colostomy was performed to protect the anastomosis and sutures. Delay of about 15 minutes in operating room time. There was no blood or fluid loss. Pt in stable condition.

Manufacturer narrative:
(B) (4). (B) (4).